Manufacturer narrative:
(B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m was/was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m had a tube underfill

Manufacturer narrative:
Date received by manufacturer is corrected to 03/08/2017.